Event description:
Patient reported ¿rupture diagnosed via MRI¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b3 b5 b6 d1 d2 d4 d6 g2 g4 h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on july 01, 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Health professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.